Event description:
A pt reported experiencing inaccurate erratic results with a meter. The pt's blood glucose resutls were 5.9mmol/l vs 4.4 mmol/l meter to lab. Tests were done within 10 mins with a difference of 1.5 mmol/l. Pt did not experience any adverse events. No further info has been reported.